Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx0695 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation

Event description:
It was reported that one lumen of PICC noted to be leaking at the wing point. PICC removed and repaced. 5 fr double lumen PICC inserted on 21st oct by clinical nurse consultant (cnc). Noted by nursing staff that line was leaking on 26 nov. Red lumen has had tpn infusing the entire time. When purple lumen was used there was a small amount of fluid leaking around where the purple wings were (where the stat lock goes). Cnc flushed 20 mls and got approximately 1ml leakage. Line had 1cm external length look intact. Both lumens flushed very well without any resistance. New PICC placed, nil issues.